Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The catheter was tactilely and visually inspected; there was blood in the inflation lumen and in the balloon. The balloon and shaft were inspected under magnification. The shaft was kinked 14mm and 16mm from the distal tip. There was a longitudinal balloon tear 11mm long on the proximal end of the balloon. The inspection presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire was crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire was crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.